Event description:
Information received indicates the brake will engage but will not hold.

Manufacturer narrative:
The facilities engineer replaced the brake and brake steer caster to repair the bed.